Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was bent at the insulation shaft and could not be pulled through trocar. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged proximal clevis not attached to the main tube.

Event description:
Refer to h11 for follow-up information.